Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device prompted "attach pads to patients bare chest" and was not able to move beyond this prompt. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed and the flex circuit assembly was replaced to resolve the malfunction. The device was recertified and returned to the customer. The flex circuit assembly was returned to zoll medical us; the malfunction was duplicated and attributed to a faulty transistor. Analysis for reports of this type has not identified an increase in trend.